Event description:
I have type 2 diabetes and use the dexcom g7 cgm along with an insulin pump. The sensor from the dexcom is advertised and promoted as lasting 10 days. On average, bout 20% don't last the 10 days and fail anywhere between day 1 and day 9. Out of the last batch of g7 sensors that I received (10), all 10 have failed within the first 6-8 days, and 6 in the first 2 days. This lot was manufactured in malaysia and clearly there is an issue (online research supports this claim with wide and documented evidence.) Although, dexcom has or is replacing all 10 sensors, they are claiming during support phone calls that they aren't getting many calls about this which is simply untrue. Patient code: 4582. Device code: 2917; 2588. Reference reports: mw5176054, mw5176055, mw5176056, mw5176057, mw5176058, mw5176059, mw5176060 mw5176062, mw5176063.